Event description:
Ous MDR - after an implantation period of approximately 78 months, oversensing with inappropriate shocks was reported. As it was difficult to pull out the lead during the revision procedure, it was cut and only a part of it is expected to be returned to biotronik for analysis. The ICD was also replaced during this lead revision.

Manufacturer narrative:
The ICD and a fragment of the lead were returned and thoroughly analyzed. Upon receipt, the ICD was interrogated, revealing the battery status mos2. 326 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified, revealing the battery status mos2 to be as expected. In a next step, the memory content of the device was inspected. During the inspection of the available iegms noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Therefore a sensing test was performed. The ICD sensed the attached heart signals free of noise, proving the sensing function of the device to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The lead under complaint was found cut approx. 17 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The analysis revealed multiple signs of abrasion along the lead fragment. However the insulation was still intact in these areas. Furthermore the insulation was found broken 3 cm distal to the df-1 connector pin. The observed damages most likely resulted from constant interaction with the generator housing. However, the analysis of the available lead fragment did not reveal the root cause for the observed noise on the p/s channel of the lead. The distal lead fragment was not extracted and could therefore not be investigated. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the returned ICD and lead fragment did not reveal any sign of a material or manufacturing problem.